Event description:
Laparoscopic cholecystectomy: "lap chole/cholangiogram. Pt experienced pain. Bile leak suspected. CT scan confirmed all clips were still attached. Ercg performed. Stent placed. On review, surgeon believes abnormal anatomy to be the reason for leak (review of cholangiogram). He believes the clips are not at fault. However, I am still required to report." Pt status: pt is fully recovered with no impairment. Type of intervention: CT scan, ercg w/stent. Pt status: "pt is fully recovered with no impairment." Intervention: "CT scan, ercg w/stent."

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.